Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the patient presented with low pacing impedance on the right atrial lead. Upon review, the lead also exhibited noise. No intervention was performed. The patient was in stable condition.